Event description:
It was observed that during the device evaluation, the camera head exhibited damage on the cable unit, the endoscopic image cannot be displayed, and poor water-tightness of the cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the cable unit was identified. The most probable cause of the identified failure is failure to follow instructions. In regards to the additional failures, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.